Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Suspected false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with another brand's rapid antigen assay.